Event description:
Allegedly product revised due to pain.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Event code is addressed in the package insert. Although several attempts have been made, a medwatch 3500a has not been rec'd from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00418, 00419.